Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained data from 18sep2019 to 15nov2019. The pump was set to a fixed speed of 9000 rpm and the low speed limit was set to 8600 rpm.the pump operated above the low speed limit until (B)(6) 2019 at 10:17:34 pm when the log file recorded a low speed advisory alarm when the actual speed dropped to 7300 rpm. The pump regained speed on its own following this event and remained above the low speed limit again until (B)(6) 2019 at 11:32:04 pm when the actual speed was recorded 50 rpm below the low speed limit. This event did not trigger an alarm but was associated with a pi event. The pump regained speed on its own following this event and remained above the low speed limit again until (B)(6) 2019 at 1:18:52 am when the log file recorded another low speed advisory alarm when the actual speed dropped to 8120 rpm. The pump regained speed on its own following this event and remained above the low speed limit for the remaining duration of the submitted log file. The patient was operating on their power module for all low speed events. Although a direct cause for the abnormal pump operation seen within the log files could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a potential driveline issue. The account reported a suspected short to shield due to the low speed advisory alarms noted upon interrogation. The patient was placed on an ungrounded patient cable and x-rays were obtained that did not reveal any obvious areas of potential compromise. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on (B)(4) with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient had multiple low speed advisories upon vad interrogation. The site suspected a short to shield. Log file analysis confirmed the low speed events. X-ray images were submitted and reviewed by technical services. The images were noted to be interesting. The external images provided were the power leads with batteries connected so was unknown if there was any external damage. No further information was reported.